Event description:
This nurse manager reported on (B)(6) 2014, a pt, who is "blind and confused", accidentally, pulled the venous needle out of his arteriovenous fistula, during hemodialysis treatment. According to this nurse, the total estimate blood loss from the incident was approximately 2-3 units (600-1050ml). The pt was found by a staff member to be unconscious with the venous needle dislodged, dialysis machine still running, and a "pool of blood" under the pt's treatment recliner. The staff was unable to return the blood in the extracorporeal circuit and dialyzer to the pt. A code blue was initiated with chest compressions, fluid resuscitation with normal saline administered; route and dose unk, epinephrine was administered; route and dose unk. Emergency medical services were notified, arrived, and then took the pt to hospital, were the pt was admitted and transfused with an unk dose of blood products.

Manufacturer narrative:
Review of the medical records regarding the event from (B)(6) 2014, revealed that the pt experienced a cardiac arrest due to hemorrhagic shock, secondary to needle dislodgment and the resulting estimated blood loss of 1-1.5l. The pt received one ampule of epinephrine on (B)(6) 2014. While admitted, the pt received 4 units of packed red blood cell (prbc's). On (B)(6) 2014, the pt received 4 units of packed red blood cell incision and drainage and a wound vacuum. The pt's wound was a large left upper thigh abscess that was draining copious amount of foul smelling purulent drainage. Pre-surgical abscess area was fluctuant, red, warm, and tender with approximately size of 2.5-3.0cm. The pt was admitted to the hospital on (B)(6) 2014 and discharged on (B)(6) 2014. The pt returned to the dialysis clinic on (B)(6) 2014, and did not miss any hemodialysis treatments while hospitalized. As of (B)(6) 2014, the pt continues hemodialysis treatment without further issues. Sample not available for return. The extracorporeal circuit and dialyzer were discarded. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and the investigations are pending. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.